Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The blood glucose value was unknown. Customer stated that the display did not return after insulin pump restart. Customer stated that the screen was scratched. The product will return for the analysis.

Manufacturer narrative:
Device received with blank display due to corroded motor home switch and electronic assemblies. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Device received with scratched window display.

Manufacturer narrative:
Device received with a blank display due to corroded electronic assembly. The motor and battery tube assemblies found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Device received with scratched display window.